Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no unexpected value from hall sensor alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump displayed multiple times that it needed to be rewind and gave an error message and restarted all the time. The customer was assisted with troubleshooting. The customer was able to successfully clear the alarm. The customer was unable to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.